Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. This caused the distal cover to easily detach from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to d4, d8, d10, and g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of a customer, the distal cover fell off the duodenovideoscope as it was being taking out of the patient. The distal cover fell off into the patient¿s mouth. It was retrieved using gloved fingers. The event occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no report of patient harm. This report is related to linked patient identifier: c23482917.

Manufacturer narrative:
The customer does not plan on returning the subject device to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.